Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04283. It was reported the pt was experiencing ipg pocket heating while using the charging sys. The pt reported she could charge in 15-20 min intervals an the issue was resolved. F/u identified the pt was continued to charge in intervals and did not want a replacement charger at the time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.